Event description:
The customer alleged that she performed a control test and received a result of 562 mg/dl. She performed control tests while troubleshooting and received control test results of 541 and 442 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The customer was advised to return her test strips for eval. Replacement test strips and a new meter were sent to the customer.